Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe. It was noted that flushing was functional in all deployment states. The allegation was not confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
During pulse field ablation procedure, a farawave was selected for use. After catheter insertion, roughly halfway through the procedure the irrigation line for the catheter was not dripping in flower configuration. It was however dripping fine in basket configuration. Doctor decided to finish the procedure using the same catheter, case successful. No patient complications occurred. The device has been returned for analysis.

Event description:
During pulse field ablation procedure, a farawave was selected for use. After catheter insertion, roughly halfway through the procedure the irrigation line for the catheter was not dripping in flower configuration. It was however dripping fine in basket configuration. Doctor decided to finish the procedure using the same catheter, case successful. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.